Manufacturer narrative:
The test strips were requested for investigation. The test strips were returned and tested on a retention meter with controls. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 42, 43, 41 mg/dl, level 2 ¿ 294, 297, 296 mg/dl. All returned results are within acceptable range. No information was provided in the complaint that would point to a cause for the result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4) compared to the laboratory. The patient was tested from their IV line on the meter at 6:31 a.m. And the result was 62 mg/dl. The IV line was cleared prior to testing on the meter. The result from the laboratory from a sample drawn at 6:31 a.m. Was 95 mg/dl. The result from the laboratory was believed to be correct.